Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an infection was present at the ipg site. A drain was placed for fluid collection and the patient was prescribed oral antibiotics. The patient underwent surgical intervention on (B)(6) 2020 wherein the system was explanted. There is no additional information at this time.